Manufacturer narrative:
Evaluation done by medivators sales representative. The office was not doing a daily qa inspection and test as specified by user manual. Behind the machine were the laminated qa instructions. Sales rep was informed that olympus never instructed them to do this, however they did pass their accreditation. The flow on the air probe connector was just a trickle, all connectors were hardened. They had a new air probe connector which she attached. Sales rep did a back flush with alcohol through the ports and did another qa. All ports then passed the qa. Temperature on the rapicide tank read 40c. Reporter thought the higher the better. Sales rep explained that he was burning his chemical & it would have a shorter life. They only tested once a day. Explained that it needed to be tested and documented prior to each case. She also noticed that all the channel irrigators were not in use. They were in a basket high on a shelf along with the alcohol port injection tube. The physician(reporter) was questioned on the steps that they do to clean the scopes. Learned that they were not flushing the scopes and putting a syringe into alcohol and then injecting the scope. The physician was left with all the instructions on the qa logs, catalogue, and a picture of cer with all the steps. In-service scheduled. We were having difficulties with esubmitter and the report going through. We contacted the FDA. FDA researched the situation and discovered that it was a duplicate report. We attempted to resubmitted the same report using a new number (2150060-2009-00200). After several attempts with no positive out come, FDA suggested that we delete the files and try to re-submit.

Event description:
Manufacturer received a complaint from customer regarding two cases of chemical colitis.